Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported etoposide was programmed to infuse at 7.8ml/hr at 0112 for twenty-four hours, however the infusion was finished in approximately one hour at 0237. There was patient involvement however no patient harm.

Manufacturer narrative:
Correction : describe event or problem, FDA notified?, report source other. Additional information : report source.

Event description:
It was reported etoposide was programmed to infuse at 7.8ml/hr at 0112 for twenty-four hours, however the infusion was finished in approximately one hour at 0237. There was patient involvement however no patient harm. A copy of the medwatch report from FDA was received, which states, ¿hematology oncology (heme/onc) nurse went down to the pediatric intensive care unit (picu) to administer chemotherapy. Chemotherapy was double checked with a second registered nurse (rn) before hanging and rate was double checked with picu nurse before administration. Patient had positive blood return before administration. Medication was started at [time/date redacted]. Picu nurse called heme/onc rn at [time/date redacted] to say medication appeared to have air in the tubing. Heme/onc nurse along with charge nurse went down to picu to assess. Medication bag had run dry to the point of the channel, causing the channel to alert. Picu nurse, heme/onc nurse, heme/onc charge nurse and a third heme/onc nurse all verified that medication bag was not leaking, medication pump/channel was set correctly, port was not leaking, and patient was not wet. Channel was turned off. Heme/onc charged called hospitalist, onc fellow, onc resident, and main pharmacy to inform them all of the issue. Medication was ordered for 24 hour administration. Biomed reviewed the data logs for pcu and lvp channel from [time/date redacted]. Below is a short summary of events in that timeframe. The pump was running at a programmed rate of 8 and a programmed vtbi of 162.5. The infusion began and ran without interruption until [time redacted], when the pump alarmed with ¿alarm-air in line¿. The pump stopped infusion, and was paused and silenced by the clinical user. Based on the recorded primary volume infused between that start time and alarm time ¿ only 11.631 ml were infused during this time frame of about 1 hour and 27 minutes. From these data logs, the rate was running as programmed. For physical validation, biomedical engineering has also ran a rate accuracy test on the channel to ensure proper function in accordance with manufacturing specifications. The results of this test passed within range."

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported etoposide was programmed to infuse at 7.8ml/hr at 0112 for twenty-four hours, however the infusion was finished in approximately one hour at 0237. There was patient involvement however no patient harm.